Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leak in the clip delivery system. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the left atrium (la) when the water level in the delivery catheter (dc) handle dropped. The cds was removed without issue. A new cds was used, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported issue was confirmed. Additionally, a review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. A potential product quality issue was identified due to a leak near the delivery catheter (dc) handle. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.na